Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs serial number (B)(4). The result from the meter was 3.2 inr. The results from the laboratory using a coaguchek xs pro meter was 2.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer has no other health issues, no significant dietary changes, and no medication changes. The suspect materials were requested to be returned for investigation. Relevant retention test strips (lot 176188-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: marcumar 3 reference meter with master lot strips: 3.7inr. Reference meter with returned strips: qc error. Marcumar 4 reference meter with master lot strips: 3.0 inr. Reference meter with returned strips: qc error. Retention material complies with specification. Visual analysis of returned test strips revealed a discoloration and resulting in qc error on the reference meter. Incorrect storage of the strips was the likely cause of the discoloration.